Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii to the regional point of care (rpoc) specialist. Technical services (ts) attempted to contact the customer on 05/07/2026. The voicemail box was full. Ts sent an email. On 05/08/2026, the customer reported they will call with additional information on 05/12/2026. Ts attempted to contact the customer on 05/13/2026. The voicemail box was full. Ts sent an email. On 05/20/2026, the customer reported the presumed falsely elevated patient blood lead test results were received approximately 1 year ago during a collection event. The customer was unable to provide the test kit lot number as the kit had been discarded. Customer reported controls were performed on the test kit and confirmed controls were within range prior to conducting patient testing. The customer was unable to provide level 1 and level 2 control values. The customer was unable to provide a list of the presumed falsely elevated patient blood lead test results. The customer recalled receiving patient blood lead test values of approximately 6 ug/dl but was unable to provide exact values. Customer reported they estimated approximately 3 out of 10 patients tested received presumed falsely elevated patient blood lead test results. Customer reported the patients were sent for confirmatory testing at labcorp. The customer was unable to provide a copy of the confirmatory test reports and stated they did not receive the confirmatory test results. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not washing hands with soap and water prior to sample collection · contact with the skin when wiping away the first drop of blood · not removing excess blood from outside of the capillary tube before plunging into the treatment reagent (tr) tube the customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to the leadcare ii product literature to the customer. Customer reported they do not have any additional test kits for continued troubleshooting. Ts to provide test kit to customer. Ts attempted to contact the customer on 05/26/2026. Ts left a voicemail and sent an email requesting follow up. No additional information has been provided by the customer to date.